Manufacturer narrative:
The insulin pump was received with frozen display due to cold solder joint on motherboard. Analysis was unable to perform functional tests or verify memory lost due to frozen display. The insulin pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had memory loss after battery change. The customer's blood glucose was unknown at the time of incident. The customer stated that the anomaly happened more than once. The insulin pump was returned for analysis.